Manufacturer narrative:
All the information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint file in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the patient received a vibratory alert. Upon interrogation, the lead parameters showed an increase in pacing lead impedance. The pacing threshold also showed a significant increase. The lead remains implanted.